Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose of 19 mg/dl. The customer's blood glucose was 33 mg/dl at the time of hospitalization. The customer's blood glucose was 183 mg/dl at the time of call. The customer stated that they gave correction with glucose tablets. The customer stated that they were given glucose gels to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer reported that the screen was flashing and buttons were unresponsive. The customer's blood glucose was 36 mg/dl at the time of incident. The customer stated that the low blood glucose with orange juice. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the pump gave an unexpected white flashing display followed by an unexpected intermittent beep alarm due to a cracked lcd controller. Unable to perform the functional testing, including the self test, rewind, seating, basic occlusion, occlusion, force sensor or displacement tests due to the display anomaly. The pump was received with minor scratches on the display window and case.